Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the patient got a new device on (B)(6) 2017 to use. The hcp reported that the patient reported that she was doing better since the new device was replaced and had no more burning, tingling and hurting.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had an MRI on (B)(6)2016. It was noted the reason for the MRI was not related to the device. The ins was turned off for the MRI. It was reported that ever since then, the patient could not get the ins back on and was having problems with the ins. The patient reported sometimes feeling tingling, hurting, and burning at the ins site. The symptoms were reported to be sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.